Event description:
It was reported that the pacemaker (pm) showed atrial tachycardia and atrial fibrillation (at/af) burden increased with no new at/af episodes or other diagnostics. The pm is continue to be monitored. No intervention or procedure was reported. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the pacemaker (pm) showed atrial tachycardia and atrial fibrillation (at/af) burden increased with no new at/af episodes or other diagnostics. The pm is continue to be monitored. No intervention or procedure was reported. The patient had no consequences.